Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that a loss of connection did not occur. Please disregard initial reporting under MFR# 3004753838-2019-05600.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.